Event description:
It was reported that the procedure was to treat a 100% occluded lesion in the proximal to distal right coronary artery with heavy tortuosity and heavy calcification. It was approached from the right femoral and the left radial with a controlled antegrade/retrograde technique (cart). The 1.2 x 6 mm mini trek balloon catheter was delivered from the antegrade; however, it did not cross to the lesion due to the anatomy. When the physician was manipulating the mini trek catheter, the shaft kinked outside the patients body; therefore, it was removed without issue. A non-abbott balloon catheter was then used successfully. The 2.0 x 15 mm mini trek was then advanced with some resistance noted. The balloon was inflated; however, a balloon rupture occurred before it reached rated burst pressure; therefore, it was removed without issue. It was noted that the 2.0 x 15 mm mini trek was submerged in the saline, and the air-bleeding was performed inside the patients body. The procedure was completed with a non-abbott balloon and a trek balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: xt-r, pilot50, gaia1st. Guide cath: launcher, bt. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the rx mini trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Overall, the conclusive cause for the reported resistance advancing and balloon rupture appears to be related to operational context. There is no indication to suggest a product deficiency.